Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: l2+ please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that she was not using her omnipod product at the time of seeking medical attention at the hospital on (B)(6) 2025 because it had turned off the day before. The doctor stated that when the controller shut off, it likely released the insulin contained within the pod, resulting in a significant decrease in her glucose levels from 43 mg/dl to 33 mg/dl. She was hospitalized for six days and discharged on (B)(6) 2025. Symptoms included feeling very warm, profuse sweating, dizziness, and an episode of deep sleep. The diagnosis was hypoglycemia, and treatment involved blood treatments and pancreatic studies. During the call, the patient was advised to plug in the controller, and she was able to see the charging symbol and turn it on. If additional information becomes available, a supplemental report will be submitted.